Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 595 mg/dl. The customer reported that he went to bed and somehow the infusion set came apart, he had to go to the hospital last night. The customer reported that when he got up this morning he was 121 mg/dl. The customer changed his infusion set and it¿s all better now but he had to go to the hospital for the blood glucose. The customer was wearing the insulin pump during the hospitalization. The customer declined further trouble shooting because he has the pump working again. The insulin pump will not be returned for analysis.